Event description:
The user has been a good performer but noticed a decline in performance over 2021. The user has been re-implanted on (B)(6) 2022.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user has been a good performer but has been noticing a decline in performance over the previous year (2021). Based on information received on june 06, 2022 the user was scheduled for a surgery on (B)(6) 2022. However, the surgery has not taken place and no new date has been scheduled.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user has been a good performer but noticed a decline in performance over 2021. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has been a good performer but has been noticing a decline in performance over the past year. The user is scheduled to return in three months for routine follow up.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation is necessary. Reportedly the recipient will be monitored by the clinic. The device remains implanted and in use.

Event description:
The user has been a good performer but has been noticing a decline in performance over the past year.